Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue. The device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's internal battery was not lasting as long as expected. The device was not in patient use.